Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. The device was returned for evaluation. During visual inspection, labels were undamaged. The device was good condition, no physical damage was found on the pump. No problems were found with the programmed delivery of the event history log. No disposable alarm testing was executed and passed. The customer reported issue could not be duplicated. Investigation found no issues with the device delivering. The pump was tested and was found to be functioning properly and delivering within specifications. Root cause is unknown. No further action will be taken.

Event description:
Information was received indicating that at the end of therapy with a smiths medical solis vip pump, it was noted that the bag was totally empty although the pump indicated 1140ml was in the bag. No patient consequences were reported. No adverse effects were reported.